Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported over the last several months there were secondary sets that did not infuse or backed up. The customer is "pretty sure" this facility also reported a problem, but they do not have details. There was no report of patient harm.